Event description:
On (B)(6) 2025, a new ilet user reported elevated blood glucose (bg) following consumption of sweetened foods and beverages. The user remained under observation at their doctor¿s office for 90 minutes, with a highest recorded glucose of 374 mg/dl, while the lowest bg reported was 41 mg/dl before being discharged. Symptoms included cramping, thirst, and headache. At follow-up, dexcom g7 sensor glucose was 186 mg/dl, while fingerstick glucose was 280 mg/dl. The user self-managed and no medical intervention beyond monitoring was required. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.